Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pump stoppages and low speed operation events. Based on past experience with the heartmate ii left ventricular assist system (lvas) and similar reported events, these findings could be indicative of an issue with the driveline; however, a specific cause for these events could not be conclusively determined through this evaluation. The first submitted log file contained data from 23:06:18 on 10nov2021 through 08:46:06 on 12nov2021, per the timestamps. The pump operated at or above the low speed limit from the beginning of the log file until 21:24:10 on 11nov2021 when a low speed operation was captured. The pump regained speed on its own following this event and remained at or above the low speed limit until 21:26:25 on 11nov2021 when a pump stop was captured. The pump regained speed on its own following this event and remained at or above the low speed limit until additional pump stops were captured on 11nov2021 and 12nov2021. The pump stop events were all associated with low speed hazard and low flow hazard alarms. In between the additional pump stoppages on 11nov2021 and 12nov2021, the device struggled to maintain speeds above the low speed limit. A final low speed hazard alarm was captured at 02:22:18 on 12nov2021. Following this event, the pump regained speed on its own and operated at or above the low speed limit for the remaining duration of the log file. All abnormal pump operation occurred while the patient was operating on the power module. Based on previous complaint experience, the type of behavior captured within the first submitted log file could be indicative of a potential driveline issue. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , with no further reported issues at this time. The relevant sections of the device history records for vad-18024 were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. The section entitled ¿pump performance monitoring¿ under patient care and management covers wear and tear to the percutaneous lead. Section 7, titled ¿alarms and troubleshooting¿, addresses all system controller alarms (including low speed and pump off alarms) and how to respond to such events. The heartmate ii lvas patient handbook, rev. C, is also currently available. The patient handbook contains a section on ¿caring for the driveline¿; however, all heartmate ii left ventricular assist device (lvad) drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced pump stops while on grounded cable. The alarms stopped while on batteries. The log files were sent for review and captured speed drops and pump stops on (B)(6) 2021. These seemed to be linked to issues with the percutaneous lead and only appeared to occur while the patient was connected to the power module. Every time a pump stop occurred the patient was standing from the hospital bed to the bedside commode. The patient was not symptomatic at those times. There has not been any known recent trauma to the external driveline. No significant weight change has occurred in the past few years.